Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under (B)(4).

Manufacturer narrative:
(B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant products: unknown cup, unknown head and unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04213, 0001822565-2017-04215 & 0001822565-2017-04218.

Event description:
It was reported that the patient has been indicated for revision due to left hip pain, instability and elevated metal ion levels approximately five years post-implantation.